Event description:
This procedure was performed in (B)(6) as part of the (B)(4) study. The procedure was balloon angioplasty of the control arm. There was an occlusion of distal a sfa segment. Predilatation was performed with a 4x80mm pta catheter. The stenosis was greater than 50%. They then treated with the evercross 5x80 balloon for 2 minutes/3 times. There was residual stenosis greater than 30 %. A dissection was observed after treatment and a 6x150 stent was deployed. The physician performed post dilatation with 5x80mm pta catheter and 0% stenosis remained.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.